Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 47mg/dl. Customer stated that they had blood glucose levels before low blood glucose was 333mg/dl, 135mg/dl, 250mg/dl and 186mg/dl. Customer was treated with food juice and dinner. Customer had issues with sensor like sensor glucose versus blood glucose and tape not sticking. Customer declined troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.